Event description:
It was reported that a user experienced a sensor error and pairing difficulty after pairing a new dexcom g6 sensor and transmitter to the dexcom app but not to the ilet, leading to an incorrect or incomplete pairing state requiring assistance. Symptoms included no reported adverse clinical effects. Outcomes included user education and restoration of proper pairing by guiding the user to place the sensor and transmitter into pairing mode and advising on expected pairing time. Investigation included troubleshooting and user education steps to verify correct device pairing. Investigation of this case revealed a temporary transmitter communication issue associated with incorrect or missed pairing to the ilet, consistent with sensor/transmitter connectivity setup errors. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to temporary communication interruption.